Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Investigation was unable to replicate the reported complaint. The system booted into 2d mode, and the collimator homed without issue. Multiple attempts were made to invalidate, and re-home the rotor motion controller/ collimator, and system re-boots, all resulted in successful homing of the collimator. Visual/ physical inspection of the collimator was unremarkable with no noted issues. Logs show error, as reported. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while attempting to complete the gain calibrations on the imaging system, a message stating "error initializing collimator" was displayed on the pendant. The system was rebooted and re-homed several times without resolution.

Manufacturer narrative:
The software logs were examined to investigate the matter. The exact time of the incident was not given. At 19:00:41, the user started a radiography gain calibration. At 19:02:12, the imaging system successfully completed the gain calibration. However, the imaging system encountered a command sequence timeout at 19:04:12. There was no evidence of user input near this time frame. The motion controller reported the following warning: ¿component mc did not achieve requested state: "filter=1".¿ at 19:55:02, the user forced a system re-home as evident by the following log message: ¿invalidating home.¿ the user stated they experienced an ¿error initializing collimator¿ on the pendant. There were no explicit log messages to confirm the event. However, the logs showed the following error: ¿motion control error, msg: 607 (607.821), tc: 7, ctrl: rotor.¿ then, the logs indicated that there was an issue with the homing procedure. The logs showed the following error: ¿run level has transitioned from homing to verified on rotor controller.¿ the homing process never completed for the rotor. At 19:57:35, the command sequence failed with the following warning: ¿component mc did not achieve requested state: "rotorhomed : home=rotor".¿ the user was not able to home the system. The logs suggested that the issue might be caused by a ¿sticky¿ filter. Despite the software requests, the filter was physically not able to reach the correct position. However, no replacement parts were mentioned in the case. A definitive root cause was not determined. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was a hardware issue since the reported event described several reboots and re-homing attempts did not resolve the issue. Furthermore, the logs stated that the filter failed to reach the requested position.